Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed approximately four months prior to (B)(6), 2011. According to the complainant, on (B)(6), 2011 the internal bolster was torn off and fell into the patient's stomach when trying to remove the device for replacement. The bolster was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good/stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding port to be open and the medication port closed. The c-clamp was closed. The external bolster was located at approximately the 3 cm mark and was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn with portions missing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed approximately four months prior to (B)(6), 2011.according to the complainant, on (B)(6), 2011 the internal bolster was torn off and fell into the patient's stomach when trying to remove the device for replacement. The bolster was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube.the patient's condition at the conclusion of the procedure was reported to be good/stable.